Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified neurological surgical procedure, it was observed that the motor device displayed an e6 error code. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device displaying an e6 error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that there was a cut in the cord with wires exposed, the device had low console rotation per minute (rpm) (actual reading: 70,000 rpm; specification: 80,000 rpm), it emits an unusual sound during use, it failed the safety assessment as the cutter rotated in the safe or load position (power broken), and it failed the temperature assessment (actual reading: 136.3 degrees fahrenheit at 30 seconds; specification: >118 degrees fahrenheit at 10 minutes 0 seconds). During repair it was observed that the pawl release and lock cylinder castellation¿s were worn down, and that the bearings were worn. It was determined that the cut in the cord was caused by a sharp object coming in contact with the device. It was further determined that the condition of the device being power broken was caused by trying to operate the device in the load position or by pushing down on the disconnect sleeve while the device is in operation-which causes wear to the pawl release and lock cylinder castellation¿s. The assignable root cause of these conditions was determined to be due to user error. It was also determined that the condition of the low console rpm, unusual sound during use, and failed temperature assessment was due to worn bearings. The assignable root cause of the worn bearings was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.